Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva diffusics tubing separated from the adapter. The following information was provided by the initial reporter: nurse inserted a 20g diffusics and when she started to flush the line, the extension set disconnected. Patient had to be stuck again. We are not aware of any patient harm.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the samples. Analysis of the sample showed the reported failure of the tubing separated from the inserter. Bd determined that the cause of the failure was due to a lack of adhesive dispensing and an incorrect or non-application of the tug test during the manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.